Manufacturer narrative:
Evaluation summary: one opened 23 ga trocar hub/cannula assembly was received taped to paper for the report of leaking. The returned sample was visually inspected and found to be nonconforming with a cut in the septum. For this final lot, (B)(4) 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. The evaluation confirmed that the trocar was damaged. The evaluation was not able determine how the damage to the trocar occurred. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. (B)(4).

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Event description:
A nurse reported an on-going issue with leaking trocars during surgeries. Three events were reported. In this case, the trocar was reported to be free flowing. No further information is expected. This is one of three reports being filed for this facility. This report is for the event that took place on (B)(6) 2016.